Event description:
The hcp reported that the device was removed several months prior to the report because of an infection. The pt developed a mrsa infection of the device pocket which resolved with treatment with oral antibiotics.